Event description:
It was reported that stent damage occured. Vascular access was obtained via the radial artery. The 85% restenosed, 3.54-4.0x16mm, concentric target lesion with a significant bend of >=90 degrees was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.50x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient was in stable condition.